Event description:
The customer stated, he was hospitalized for low blood glucose. The customer stated he went to bed feeling fine, but then woke up with blood glucose readings into the 30 to 40 mg/dl range. The customer also stated he had a seizure. The infusion set was changed the night prior to the hospitalization. Troubleshooting was performed, and the insulin pump was programmed correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.